Event description:
Complainant alleged that while attempting to treat a patient (age and gender unk) the device was unable to obtain an ECG signal. Complainant did not indicate that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this compliant is still under investigation.